Manufacturer narrative:
The pump was returned and a kink was found in the cannula. No other abnormalities were found. The data logs were reviewed and show low flow at p-5 and p-8. Suction alarms are also triggered. The root cause of the saturated flow was determined to be a cannula kink most likely due to the pump being positioned near the septal wall. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, flows were dampened and could not ramp up to 3.5l/min. Flows were stuck at 1.8l/min. Consequently, the decision was made to explant the device and replace it with a new impella cp device. No patient harm was reported.